Manufacturer narrative:
(B)(4). Method: the complaint#: (B)(4) vented autofeed humidification chamber was not returned to fisher & paykel healthcare for evaluation. Due to the current outbreak of the coronavirus and the risk of infection, only a photograph of the complaint device was received. Therefore, our investigation is based on the findings of our visual inspection, and our knowledge of the product. Results: visual inspection of the photography provided by the customer confirmed the reported leakage, however, we are unable to determine where the location of the leakage is. No damage was observed to the chamber. It was further observed that the chamber was contaminated. Conclusion: without the complaint device, we are unable to determine what had caused the reported event. Every (B)(4) vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. Also, the pressure test is followed by a visual inspection of each chamber. The subject (B)(4) vented autofeed humidification chamber would have met the required specification at the time of production. The user instructions that accompany the mr290v vented autofeed humification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure. "

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative, that a mr290v vented autofeed humidification chamber was leaking water. There was no patient consequence.